Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose. Glucose sensor product performed as expected within the specification. It is unlikely that the reported sensor glucose vs. Blood glucose was caused due to glucose sensor. Therefore, this event is considered not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the blood glucose value associated with the triggered suspend event was 195 mg/dl and the sensor glucose value that triggered the suspend on low/suspend before low event was 54 mg/dl at the time of the event and the difference was greater then 30%. The low limit in sensor settings was 80 mg/dl. The insulin delivery was suspended due to sensor glucose vs blood glucose difference.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, insulin delivery was suspended due to sensor glucose vs blood glucose reading difference. The customer reported no adverse event. The event involved product(s) mmt-7040c1. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the sensor. Product return for mmt-7040c1 is not expected.